Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 468 mg/dl and 407 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and feeling seek. Customer was treated with manual injection. Customer reported that the insulin pump had received insulin flow blocked alarm. Customer was reported a past event. Customer also reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by changing complete set. Customer did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that the cannula was bent. Customer wishes to continue troubleshoot. The insulin pump will not be returned for analysis.